Manufacturer narrative:
The investigation is in progress. Samples have been received and are awaiting evaluation. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
An ophthalmic surgeon reported that he noted poor cutting performance of the probe during surgery. The problem was resolved after replacing the product with another one. There was no harm to the patient.